Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "system error 322" was observed. A review of the event history log (ehl) revealed multiple "system error 322 - link switch error (low)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch failure. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 322 (link switch error (low)). No additional information is available.